Event description:
It was reported that approximately two months post placement, the device allegedly unable to infuse and the catheter was allegedly found occluded. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one x-port with a catheter in two segments was returned for evaluation. Visual, microscopic evaluation and functional evaluation were performed on the returned device. During functional evaluation both port with attached catheter segment and distal catheter segment was patent to infusion and aspiration without any issue. However, the investigation is inconclusive for the reported obstruction of flow and difficult to flush as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately two months post placement, the device allegedly unable to infuse and the catheter was allegedly found occluded. There was no reported patient injury.